Event description:
Reporter alleged that she attempted to use the advantage meter but could not due to an error message. Reporter stated she took 22 units of novolin insulin even though she couldn't test. Reporter stated she was sick, vomiting, had diarrhea, couldn't eat much and so they called the paramedics that evening. Reporter stated the emts obtained a result in the 500-599 mg/dl range and took her to the hospital where she was given insulin and also treated for her other illnesses. Reporter stated she was in diabetic ketoacidosis. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.